Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. It was observed that there was damage to the elastomer buttons on the keypad assembly, which could result in the device intermittently not turning on in response to a button press. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use, device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There were no reports of patient use associated with the reported event.